Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) experienced a telemetry dropout with the programmer during a right ventricular (rv) lead threshold test. As a result the test could not be ended and continued until loss of capture (loc) was observed resulting in approximately 3 seconds of asystole. Despite the asystole the patient remained asymptomatic. A left ventricular (lv) lead threshold test was then performed and a similar issue occurred but during the initial phase of the test and was therefore remedied before loc was observed. The environment was then cleared of possible sources of interference and the tests completed without further issue. No adverse patient effects were reported. This system remains in service.